Event description:
Patient reported blood backing up in tubing and the tubing came apart at the luer lock. Patient had blood and medication on her clothing. Instructed patient to power the unit down and clamp the line. Patient was instructed to follow the instructions of the chemo spill kit and any instructions given to her by her treatment center for cleanup. Patient will follow up with the clinic. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.